Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was geo ipc communication timeout and no mechanical movement. Review of the logfile showed ipc communication error. The fse unplugged and reinserted the ipc board to solve the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system geo machine failed to move when turned on. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.